Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that versacross connect access solution for faradrive was selected for use in a pulmonary vein isolation (pvi) ablation to treat atrial fibrillation. The devices were deemed prepared as per guidelines. Then, the rf wire was inserted into the left groin, and when attempting to feed the rf wire with faradrive dilator over the back of the wire, it was getting stuck on wire coating. The physician then tried to advance it with a little more force and the coating of the wire became frayed. The insulation seemed to have been peeled back from the proximal end slightly which meant the dilator could not advance smoothly. No damage was noted on the dilator. The wire was not inserted or retracted through a metal introducer needle/cannula. Thus, the device was replaced and the procedure was completed successfully. No patient complication was reported. The device is not expected to be return for analysis as disposed.